Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be blank during start-up. The pump exhibited audible tones during startup and the audible and vibratory alarms were operational. The pump was opened and display screen was observed to be cracked. The broken screen was replaced with a test screen; the test screen functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had become dim/faded and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.